Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Customer is satisfied with the product. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. (B)(6) is calling on behalf of the customer. The e-3 error occurred when the blood sample was absorbed. Customer had not been able to test her blood sugar on day of call. Customer was using proper testing technique. The customer reported symptoms of feeling tired and shaky; medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 147 mg/dl using truemetrix meter. The customer's expected blood glucose test result range was undisclosed. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/21/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.